Event description:
It was reported that the device may have had premature battery depletion. It was also reported that the left ventricular lead's output was high. The lead and device are still in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed due to normal battery depletion and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed these data. It was noted the device is approaching the elective replacement indicator. Daily trend data shows battery voltage= 2.68 to 2.66 between (B)(4)-2011, is before recommended replacement time <= 2.62 volt.

Event description:
It was reported that the device may have had premature battery depletion. It was also reported that the left ventricular lead's output was high. The lead and device are still in use. No patient complications have been reported as a result of this event.